Event description:
Control problem: unit would not discharge. Biomedical technician responded immediately to test unit on battery. Lo batt signal came on screen. Plugged in unit and fault light came on, on the power supply part of unit. Replaced battery; recharged and tested unit. Unit worked on battery power. Unit removed from service. A replacement zoll unit was used on the pt. No adverse event occurred.